Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure; the patient coded and later expired. Prior to the procedure, the patient had a do-not-resuscitate (dnr) medical order due to multiple comorbidities. The dnr order was suspended to have the procedure. The ion system was docked, registration was performed, and the physician navigated towards the nodule. While the physician was performing a radial endobronchial ultrasound (rebus), the patient went into distress and experienced cardiopulmonary arrest. The procedure was aborted, no biopsy tools were deployed and no biopsy was taken. Advanced cardiovascular life support was performed and the patient stabilized. On post-procedure day 2, the patient coded again; the family decided to withdraw care and the patient expired the next day. The physician reported that the adverse event and patient outcome were not ion-related, they were likely anesthesia-related, and were attributed to multiple patient comorbidities.

Manufacturer narrative:
System logs are not available. A review of the device history record (DHR) found that there were no related non-conformances related to the event. A review of the event performed by an intuitive medical safety officer (mso) concluded that during an ion bronchoscopy procedure, while imaging with rebus, the procedure was aborted due to cardiopulmonary arrest. Acls guided resuscitative efforts were initiated and return of spontaneous circulation was achieved. The patient was stabilized and transferred to the ICU for ongoing management. A second arrest occurred in the ICU and the patient was transitioned to a comfort only management plan due to end stage medical co-morbidities including metastatic cancer, chronic kidney failure, as well as lung disease. There was no allegation of malfunction of the ion system, instrument, or accessories. Based on the available data the events reported were likely procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.